Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint. Evaluation of photographs provided showed tubes with normal additive spray on the tube walls. 100 retained samples were visually inspected, and no additive abnormality was found. Bd was unable to duplicate and confirm customers¿ failure mode from the photos received. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes had unknown condensation inside the tubes. The following information was provided by the initial reporter. The customer stated: "customer received 1sp of 367525 and reported that it appears to have condensation inside the vials."